Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was placed during a spaceoar vue placement procedure performed on (B)(6) 2021. On (B)(6) 2022 the patient returned to the placing physician's office and received a follow up computed tomography scan (CT). The patient was experiencing pain in his bladder. The CT scan showed a significant amount of the gel was still present and intact. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.